Event description:
During a preventive maintenance, the customer observed that the iabp shut down while entering service diagnostics. No patient was involved.

Manufacturer narrative:
The company representative replaced the power supply. The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported. (B)(4).